Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013. According to the complainant immediately following the first bronchial thermoplasty treatment, as the anesthesia was being dialed back, the physician could hear wheezing/tightness in the chest and the patient's saturation level began to drop. The physician felt that the patient could not breathe on her own and at this point the decision was made to leave her on the ventilator. She was left on the ventilator for six hours due to this severe asthma exacerbation and was hospitalized overnight. She was discharged the next day and was reported to be fine. On (B)(6) 2013, the patient underwent the second bronchial thermoplasty treatment with no issues and is currently doing very well. The physician noted that prior to the second bronchial thermoplasty treatment her lungs sounded much better than they did prior to the first procedure. Reportedly, the patient has a history of severe asthma and has been hospitalized several times. In addition, it was noted that the patient is a chronic prednisone user.

Manufacturer narrative:
The exact age of the patient is unknown; however, the patient was reported to be over the age of 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4).